Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It is reported by male nurse of the hospital, that the gamma 3 nail broke >6months. A pseudoarthrosis was detected. The nail was fractured at the proximal hole for the lag screw. The lag screw has excessive wear.

Manufacturer narrative:
The evaluation revealed the broken gamma3 nail and the reported broken distal screw to be the primary products. Regarding screw: an inspection and a review of the manufacturing and inspection documents (DHR) were not possible because neither the screw, nor the lot code were provided; the root cause could not be determined. The screw broke approx. 3 months after implantation most likely due to several loads; the fact that the subtrochanteric fracture became a pseudoarthrosis indicates that the fracture was also present after 3 months. This delayed union did also contributed significant the implant breakage. Regarding nail: no deviations were found during review of the manufacturing and inspection documents (DHR). The nail returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The breakage surfaces of the proximal hole bridges are all rounded / hammered due to several contacts to each other over a longer period except of the posterior bridge of the proximal nail part; the structure shows a forced fracture. Drill marks were found within the proximal hole at the anterior bridge on the lateral side; the drill weakened the anterior bridge; therefore the anterior bridge most likely broke first maybe in a fatigue fracture. After the anterior bridge was broken the posterior bridge followed in a spontaneous overload. A pseudoarthrosis (non-union) was detected, means the fracture was not healed after 16 months; the forces during walking were completely loaded to the implants, most likely the main reason for the nail breakage. The lag screw is heavily damaged at the distal flute; a lot of material was abraded up to a level of approx. 1 mm. The abrasion occurred when the lag screw was rubbed over the posterior bridge of the distal nail part over a long period. The abraded area of the lag screw and the rounded / hammered bridges of the proximal nail hole indicate that the nail broke earlier than detected in (B)(6) 2015. After the nail broke the patient walked a long period so that the material got abraded to 1 mm. Heavy loads must be applied to the implants to create such an abrasion; obesity is very likely. Non-unions, intra-operatively implant damages, obesity and postoperatively heavy loads are adverse effects and can lead to implant failures like breakages and are listed in the IFU and operative technique. Because no manufacturing fault was detected the implant breakages are linked to the patient conditions (overloading plus pseudoarthrosis). Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
It is reported by male nurse of the hospital, that the gamma 3 nail broke >6months. A pseudoarthrosis was detected. The nail was fractured at the proximal hole for the lag screw. The lag screw has excessive wear.